Event description:
It was stated that the customer was hospitalized for hyperglycemia. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Advised the caller that the insulin pump is functioning properly. Advised to have the customer call back if further assistance is needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.